Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right atrial (ra) lead exhibited noise and low pacing impedance. No intervention was performed but the patient continued to be monitored. The patient had no consequences.